Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 60ml e/t was bent. The following information was provided by the initial reporter: bend straight.

Event description:
It was reported that syringe 60ml e/t was bent. The following information was provided by the initial reporter: bend straight.

Manufacturer narrative:
H.6. Investigation: one unused sample of lot 2003201 was provided to our quality team for investigation. The product was visually inspected and the tip is observed to be bent. A device history review was performed for reported lot 2003201, finding one annotation related to the alleged defect. During the assembly process, a failure was detected in the assembly machine that resulted in product jamming within the equipment. H3 other text : see h.10.